Event description:
Additional information received noted that there was a 50% or greater symptom reduction. The event cause was not determined. Reprogramming was not needed. Regarding troubleshooting, interventions taken it was noted: no. It was unknown if the patient experienced a loss of therapeutic effect. It was unknown if the patient experienced a loss of stimulation. Regarding device placement, it was noted for ipg (implantable pulse generator) - subcutaneous pocket in left lower quadrant; and for leads - seromuscular gastric layer of greater curvature. The patient outcome was unknown; last visit was on (B)(6) 2014.

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. Suddenly, the patient was vomiting again and had upset stomach. The caller (patient's partner) also had an upset stomach so it was possible that he could have passed that "bug" on but caller also stated the symptoms the patient was having is similar to what he had the device implanted for. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received from the healthcare provider noted that regarding if there was a 50% or greater symptom reduction, it was marked: yes, at the beginning and unknown. The event cause was not determined. It was unknown if it was device related. Reprogramming was not needed. The patient experienced a sudden loss of therapeutic effect. The patient did not experience a loss of stimulation. It was unknown how the patient was doing now. The patient will follow up with the healthcare provider at a later date.

Manufacturer narrative:
(B)(4).